Event description:
A facility reported that mayfield modified skull clamp (a1059) would not tighten or loosen properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - unit received with the lock having rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts. Root cause analysis - complaint confirmed via inspection of the unit. The lock had rotational and lateral movement, requiring replacement of worn internal parts from routine wear and tear. Unit is beyond integra's recommended life cycle (manufactured in 2004). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.